Manufacturer narrative:
(B)(4).

Event description:
The patient reported her managing hcp had told her about a lot of other patients who have experienced their settings change after walking through security gates. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. Information omitted pertained to related (B)(4) pain at ins site and (B)(4) infections,lack of effect.